Manufacturer narrative:
A ge rep contacted the customer by phone and directed them in repairing the system. No further repair info is available. System operates as intended.

Event description:
The customer reported that the system would not start up. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.